Manufacturer narrative:
(B)(4).

Event description:
The patient underwent surgery and received a battery replacement due to pain at the generator site because the device was moving. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Event description:
Additional information received noting that the reason is unknown for the migration and the surgical intervention is for better seizure control. It was also noted that the patient was having chest pain due to the generator.